Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right atrial (ra) lead exhibited loss of capture (loc) due to confirmed lead dislodgement. The patient has been lost to follow up for over a year and is asymptomatic. The lead remains implanted but was electrically deactivated. No adverse patient effects were reported.